Event description:
The eea stapler was fired with a 31 stapling device, but the stapler only cut and no staples were fired. We examined the field and no staples were in it and there were no staples in the device after removal. It seems that the device didn't have any staples actually in it. We did still find two complete rings in the usual fashion, but now two enterotomies on the bowel, in the distal portion and in the proximal area of the anchor. Manufacturer response for surgical circular stapler, coviden eea stapler with tilt top 31mm (per site reporter). Unknown.